Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom technical support on (B)(6) 2015 on behalf of trial patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the certified diabetes educator did not report any injury or medical intervention.